Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a missing sensor wire that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient was not able to see any portion of the sensor wire. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A sensor pod (lot number 5203880) was returned for evaluation. A visual inspection was performed and the sensor wire was missing from the sensor pod. The reported event of a missing sensor wire was confirmed. A root cause could not be determined. However, it is unknown if the returned device is the complaint device.